Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 5076-52 lead implanted (B)(6) 2003.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, undefined impedance, and was fractured. The lead was explanted and replaced. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.